Manufacturer narrative:
(B)(4). Date sent: 11/4/2015. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, for the first firing, the device was loaded with a white reload and positioned across the jejunum. When fired, the knife pushed the tissue distally more than it cut. Although the knife traveled the full length of the device, when the jaws were opened, the cut line was short and appeared straight. Some of the staples were properly formed and some were not properly formed as the tissue was pushed distally. The surgeon requested a new device of the same product code, which was used to complete the procedure without incident. Buttressing was not being used in the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m54y9x. The analysis found that one ple45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no cutting issues were noted during functional testing. No malformed staples were noted. A batch record review was performed and no anomalies were found during the manufacturing process.